Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer 4.1 failure and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer remoted into device and assisted customer in successfully recovering failed half height drawer. The system functioned as intended after the field service engineer repaired the device.